Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating system exhibit smoke in the patient's eye, trouble to suck out the nucleus pieces in the phacoemulsification mode and system delivered too much ultrasound which caused the opacification of viscous material also patient experienced pain in eye during the cataract surgery and the current outcome of the patient was recovering.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported events cannot be confirmed. Based on the information available, the customer reported events cannot be confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).